Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lgm473, expiration date: 05/31/2019. Date of mfg.: 06/06/2017; batch lgz762, expiration date: 05/31/2019. Date of mfg.: 06/19/2017; batch lm6850, expiration date: 10/31/2019. Date of mfg.: 11/23/2017; batch llk608, expiration date: 09/30/2019. Date of mfg.: 10/30/2017. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of these lots. Two used suture pieces of product code sxpp1a301 were received for analysis. During the visual inspection of the suture piece under 10x magnifications it was noted that some barbs presented degradation and damaged due to the use and exposure to the environment; also, the sides of the fixation tab were noted to be broken; this is consistent with the suture being pulled to remove from the patient. As device is absorbable and the time of exposition environment cannot be determined and additional test could not be performed due to the condition of the sample received. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the patient demographics: age, gender, weight, bmi at the time of the index procedure - age:(B)(6), gender: female, weight: (B)(6), bmi: unknown. The diagnosis and indication for the index surgical procedure? - the surgery was extended hysterectomy. Further information has not been provided. Other relevant patient history/concomitant medications - no information. On what tissue was the suture used? - fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - no information. Did the operating surgeon observe any anomaly before, during, after the suture placement or during any re-operation? - during the reoperation, it was found that the suture was broken at about 4 cm from the upper end of the wound. Will the actual product involved be returned for evaluation? - yes. What is physician¿s opinion as to the etiology of or contributing factors to this event? - the suture was broken, then, this caused the incarcerated hernia. What is the patient¿s current status? - no information.

Event description:
It was reported that the patient underwent an extended hysterectomy on (B)(6) 2018 and barbed suture was used to close the surgical wound on the fascia. On (B)(6) 2018, when the patient coughed, a snapping sound was heard. Later the patient complained of pain at the lower left area on the abdomen. On (B)(6) 2018, CT inspection was done and it was confirmed that the barbed suture had broken and incarcerated hernia had occurred. The surgeon tried to push back the protruded bowel by her finger but she could not and a reoperation was performed on the same day. During the reoperation, it was found that the suture was broken at about 4 cm from the upper end of the wound, and the wound was partially opened. The opened length was 1 - 2 cm. A part of the bowel, about 14 cm, had protruded from the opened area of the wound. After the operation, the patient became hypoxic condition. Two liters of oxygen was administered. The crp level was high. The surgeon opined there was a causal relationship between the barbed suture and the event. The patient is in the hospital under follow-up observation. The patient is still in hypoxic condition, and the crp level is still high. The surgeon is considering administration of antibiotics. No additional information was provided.